Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure after successfully placing the right ventricular lead into the heart, a perforation was noted around the superior vena cava when inserting the right atrial (ra) lead. The device was exchanged as the patient's condition became worse, but the ra lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
It was noted that the physician experienced the perforation when the competitor sheath was used when attempting to implant the ra lead. It was noted that an oxygen mask was used and the patient become stable and the procedure was continued. The patient condition became stable one week later and remains stable.